Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after being disconnected from the pump for approximately eight hours, with a fingerstick blood glucose of 344 mg/dl and concurrent high readings on the pump; the user also delivered meal boluses without eating and was counseled to avoid this practice. Symptoms included elevated blood glucose. Outcomes included a subsequent downward trend in glucose and documented return to range later the same day, with no hospitalization. Investigation included review of device reports and user coaching. Investigation of this case revealed prolonged interruption of insulin delivery consistent with user disconnection and use error related to inappropriate meal bolusing, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.